Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the device was not clipping completely. Another device was used to complete the case. There wer no adverse consequences to the patient.